Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced syncope while walking. There were no symptoms preceding syncope. The spouse called paramedics. The cgm egv was 140 mg/dl and the bg was 21 mg/dl before ems treated the patient with a glucose shot. The patient was transported to the hospital with their spouse. When they arrived at the hospital, the paramedics just monitored his blood glucose. The patient was sent home after 3 hours. At the time of the report, 16 days after the episode, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.